Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure of "no image" was confirmed due to faulty cable unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during the preparation for procedure, the subject device exhibited no image. There were no reports of patient harm associated with the event.

Event description:
It was reported that, during the preparation for procedure, the subject device exhibited no image. There were no reports of patient harm associated with the event.

Manufacturer narrative:
To date, the device has not been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.